Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes the visual examination of the device did not identify any leaks in the components. Functional testing showed that all components performed within specifications. Based on this observations, the reported allegations of atrophy and urinary incontinence are unable to be confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device did not identify any leaks in the components. Functional testing of the device showed that all components performed within specifications. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom atrophy and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient was experiencing incontinence with his artificial urinary sphincter (aus) device. It was discovered that the patient had a urethral atrophy at the cuff site. The original cuff was placed in a correct position. All components were removed and replaced. The new cuff was placed in virgin urethra. The patient is expected to fully recover.

Event description:
It was reported that the patient was experiencing incontinence with his artificial urinary sphincter (aus) device. It was discovered that the patient had a urethral atrophy at the cuff site. The original cuff was placed in a correct position. All components were removed and replaced. The new cuff was placed in virgin urethra. The patient is expected to fully recover.